Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a crack on the insulin pump. Customer stated that the physical damage to the pump was that it was cracked and breaking. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker.